Event description:
Customer alleges discrepant results with inratio meter compared to poc and laboratory. Summary of reported results: testing date: (B)(6) 2014, poc result: 6.0 and 5.8, inratio result: 2.6, laboratory result: 6.4, patient's therapeutic range: 2.5-3.5, time between testing: two hours between poc meter and inratio test, two hours between inratio and lab draw. Caller stated that coumadin dose has been fluctuating for the last three months, but coumadin was withheld on the evening of (B)(6) 2014 due to the laboratory inr. Caller reported the following operational techniques: finger was milked after finger-stick. Sample was not applied immediately after finger-stick. Multiple drops of blood were added to the testing strip.

Manufacturer narrative:
Investigation pending.